Manufacturer narrative:
Qn#(B)(4). Quantity of f 215 devices were found during incoming inspection. From the pictures provided it was not possible to be confirmed the failure mode reported as broken package - sterility compromised. It is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The device history review for the product visistat 35w 6/box lot# 73b2200861 investigation did not show issues related to the complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that (B)(6)2022. The package was found broken during inspection. Involved 215 pcs.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73b2200861 was manufactured on 02/28/2022 a total of (B)(4) pieces. Lot was released on 03/10/2022. DHR investigation did not show issues related to complaint. The customer returned 4 photos for investigation. The reported defect of "broken packaging" was confirmed based upon the returned photos. The customer also returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. The sterile barrier of the returned sample is compromised. Packaging engineering was contacted as part of this complaint investigation. A nonconformance was opened by the manufacturing site to further investigate this issue. The returned sample was manufactured prior to the containment actions and corrections implemented by the manufacturing site as part of a nonconformance. The sterile barrier damage is related to the packaging process of this device. In summary, the reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. This is an issue related to the packaging process of this device. Several containment actions and corrections were established for this issue were established as part of a nonconformance. The returned sample was manufactured prior to these containment actions and corrections. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that 19 sep 2022 the package was found broken during inspection. Involved 215 pcs.